Event description:
Pt underwent brachytherapy radiation treatment for breast cancer. Device was implanted on (B)(6) 2013. When pt returned to the physician's office on (B)(6) 2013 to begin radiation treatment, the balloon applicator was found ruptured. The device was explanted from the pt and replaced with a new device. The radiation treatment was completed without subsequent incident. (B)(4).

Manufacturer narrative:
Complete device failure analysis is pending. Supplemental report will be filed.